Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.

Event description:
The physician was treating an aneurysm and decided that the coil which was partially deployed was not the correct size and decided to retract the coil into the coil sheath. Approximately 90% of the coil was in the sheath and the physician removed the sheath and coil pusher from the rhv. The coil then got stuck on the opening of the rhv and detached from the pusher. The physician grabbed the coil with his hand and removed the rest of the coil from the rhv. The patient was not affected by this event and the procedure was completed with additional coils successfully.